Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg value not provided). Customer suspected the sensor may have contributed to the elevated bg and it was replaced. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.